Event description:
It was reported that the incident involved a male pt, indications for use: coronary artery bypass graft. The md inserted the intra-aortic balloon (iab) via the left femoral artery successfully. Attempted to use intra-aortic balloon pump (iabp); machine not turning on. As a result, the pump was switched for another one and the therapy went on successfully. There was a 15 minute delay or interruption in therapy with no harm reported. No pt report of death, injury, or complications. The pt outcome is the pt cured well.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.